Manufacturer narrative:
The subject product was not available for evaluation, however, photos of the subject product were provided by the user facility. Components of the device were noted to be damaged from applied force. In the photo of the subject product, the barrel insert had detached and the guide wire and back up tabs were both significantly bent. It was confirmed that the barrel detachment presented after the device had been removed from use. A review of the manufacturing records found no anomalies. It appears that the damaged/bent components led to a combination of factors that contributed to the detachment of the barrel insert on the distal tip of the device. A definitive conclusion cannot be made at this time as to the cause of the component bending/damage. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." The information provided by bard represents all of the known information at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported by the davol sales rep: it was reported that during a lap ventral case, the doctor was firing at a severe angle with side pressure when the optifix device misfired and caused the guide wire to bend. No patient injury was reported. Samples were not retained but pictures were provided.